Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the patient is not experiencing notable difficulties, but after more than four weeks, the customer has concerns of calcification of the article or surrounding tissue. The customer stated that the device looked in good condition prior to the incident and that there were no detectable properties that indicated that there was a degradation of the bonding of the ceramic tip to the scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic turp procedure, under general anesthesia, the ceramic beak of the 24fr inner sheath a22041a broke off in the patient's bladder . Retrieval was attempted by the physician with the aid of snare and forceps for about 90 minutes (with increased in anesthesia time) until the physician decided to try the retrieval of device again with a larger equipment at another time. The fallen device was not retrieved and left inside the patient's bladder. Another procedure has not been scheduled (in consideration) for removal. No unplanned diagnostic imaging was required during the procedure. No patient harm reported.

Event description:
No additional information received by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.